Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported faulty introducer needle. Used another set. Dr couldn't insert dialysis catheter because of faulty needle. Sucking air unable to aspirate as per procedure. The introducer needle has been discarded as it was full of blood. No other information was provided.